Manufacturer narrative:
(B)(4). Batch # r9261j. Investigation summary the device was returned with the tissue pad damaged, melted, and 100% present. In addition, two photos were received and the images provided by the customer appear to be that of an hd1000i instrument. A closer look at the clamp arm interface in the photo shows a tissue pad that appears to be melted and damaged. The device was connected to a gen11 and the device did activate during functional testing. Although the device did activate, there was no audible feedback sound from the instrument when the clamp arm was fully closed. When the device was disassembled to inspect the internal components, no anomalies were found related to the reported event. However, what was found was that the closure indicator was broken and not making contact with the moving trigger and there was a cracked internal component; the y-link. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them. Keep the clamp arm open when back cutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad. The batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during an unknown procedure, the teflon pad "was taken off" at the beginning of the surgery. It was necessary to open another device to continue. There was no patient consequence.